Event description:
A consumer reported that one day following bilateral intraocular lens (iol) implant surgeries, she noticed flickering of light (in her right eye), her distant vision is blurry and her eyes feel weak, hurt "like they're windblown" and feel "like there's sand in them in the morning". The consumer also stated that an optometrist told her she remains near-sighted. In a follow-up, the surgeon reported the event continues. In her opinion, the device did not cause/contribute to the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/18/2011 and 05/26/2011 by phone, fax, and mail. A completed questionnaire was received on 05/27/2011. (B)(4).